Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 3.17 mg/dl. The repeat result on (B)(6) 2026 on another c702 was 0.54 mg/dl. The sample was repeated because the doctor questioned the initial result, as it did not fit the patient's clinical picture. The repeat result was deemed to be correct.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 916764, and the expiration date was not provided. A field service engineer (fse) determined that the cell rinse tubes were leaking and exchanged them, replaced the gear pump head, all four reagent probes, the lamp, the heat cut filter, and cells. The fse confirmed the tests, and the module was running within specifications afterwards. The investigation determined that the service action resolved the issue.